Event description:
The patient implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called the hospital and stated that he experienced red heart alarms but was feeling fine. The pt did not have any chest pains, shortness of breath, anxiety, diaphoresis or nausea. The pt called the hospital back shortly after and reported that red heart and low flow alarms occurred. The pt¿s spouse stated that the pt¿s flow continued to register at 4.6 lpm. The pt exchanged the system controller and battery clips without resolution of the alarms. A no flow alarm then occurred and the pt was instructed to go to his local emergency department. Echo images were difficult to read, but the aortic valve opened with every beat and the left ventricle (lv) size appeared to be unloaded but could not be measured. It was reported that the pt¿s wife had tripped over the pt¿s power module pt cable and she was unable to care for the pt as a result of an injury. The pt was in atrial flutter. The rhythm was fixed and the vad flow was restored to normal. It was determined that the pt¿s spouse usually managed his medications. The vad coordinator believes that when the pt¿s spouse was in the hospital, the pt mixed up his medications, and did not take his coreg (50 mg bid) and took extra coumadin, which accounted for the atrial flutter with rvr and elevated international normalized ratio (inr). The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.